Event description:
Same event as MFR report #: 2134265-2009-06534. It was reported that during a rotational atherectomy procedure, a dissection occurred. The lesion being treated was located in a sharp curve of the left circumflex artery (lcx). During operation of the rotalink plus burr, the burr came in contact with the unk guide catheter, making noise, and causing the rotalink system to stall. The physician encountered difficulties removing the burr, and a dissection occurred in the protected left main. The burr was removed, and the dissection was treated with stenting. No further complications were reported, and pt's status was reported as 'fine'.

Manufacturer narrative:
Event date: 2009.